Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour steerable sheath with lot 0012920156 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. Functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.06002 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was -0.00660 psig (should be inside the range of -0.3 psig and 0.3 psig). All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted at a flow rate¿2ml/min, and the pressure system recorded was 0.1 psig (should be below 6 psig). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported air ingress issue was not observed with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air could not be drawn when the perfusion line was connected, but air could be drawn after catheter insertion. The sheath was replaced, which resolved the issue. Additionally, electrograms (egm) noise was present in electrode 5. Replacing the cable did not resolve the issue. Replacing the catheter resolved the issue. The case was completed. No patient complications have been reported as a result of this event.